Manufacturer narrative:
The oad was received at csi for analysis. The oad driveshaft was fractured at the proximal edge of the crown, and the fragment was returned. Scanning electron microscopy identified fatigue striations at the site of the fracture. It is hypothesized the driveshaft underwent excessing flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause was unable to be determined. When tested, the oad functioned as intended. At the conclusion of the device analysis, the reported driveshaft fractured was confirmed. The diamondback 360 coronary orbital atherectomy system instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment in the right coronary artery (rca). The lesion was 90% stenosed with 270 degrees of calcification and located in an area of the vessel with heavy tortuosity and a diameter that varied between 1.5mm and 4mm. Five treatment passes were performed in a distal to proximal direction. An oad fracture at the proximal edge of the crown was observed, and the fragment was retrieved via a micro snare. The procedure was delayed by thirty minutes. The patient's condition was good following the procedure.